Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A padgett dermatome model b was involved in an incident during a procedure. The incident was described as follows; the first attempt at obtaining a skin graft was unsuccessful. The graft was shredded. As a result a second graft with a different unit was done successfully. The blade was in properly (straight/flushed) and the guard was on and in tight. There was no treatment required for the shredded graft.